Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that "their heart was having hiccups due to a wire crossing a nerve". A company representative was called in and the polarity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.